Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a cadaver lab, there were metal shavings observed while utilizing the femoral lug drill and the femoral trial component together. The surgeon also reported metal shavings when the keel punch was pinned into the tibial tray. There was no patient involvement, therefore patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: multiple devices of the same set were returned due to fragmentation of the cr/cs 6l trial. The surgeon also reported metal shavings when the keel punch was pinned into the tibial tray. Investigation conclusion: the reported issue was confirmed. The keel punch guide exhibited signs of minor fragmentation to the interior of the guide holes, with one of the affixing pins exhibiting minor nicks. Information is provided in the future, a supplemental report will be issued.

Event description:
During a cadaver lab, there were metal shavings observed while utilizing the femoral lug drill and the femoral trial component together. The surgeon also reported metal shavings when the keel punch was pinned into the tibial tray. There was no patient involvement, therefore patient information is not applicable.